Event description:
It was reported that the past weekend the patient leaned over to do something and noticed that stimulation cut off. Since then the patient was feeling stimulation off and on. When it would come on it would feel more intense then it was before. When the patient felt stimulation turn on it was in the area where she needed stimulation but more intense. Stimulation sensation was not related to movement or position. When the manufacturer¿s representative (rep) was asked if palpation caused changes in stimulation they stated they had not done palpation. Impedances were as follows: 0-1=1851, 0-2=4638, 0-3=7454, 1-2=2657, 1-3=5500, 2-3=3295. The patient was currently programmed 0+, 1-, 2-, 3+. The patient did not report any burning or warmth at connection sites. Typically the patient ran stimulation around 5.0 volts; however, the day of the report the rep. Had been increasing stimulation up to 8.5 volts and the patient wasn¿t feeling it. The rep. Was advised to try reprogramming with bipolar pair and the options to possibly do an x-ray to determine if an open circuit was present. The rep. Later reported that the patient was being referred to a neurosurgeon for possible revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was a 50 percent or greater symptom reduction. It was unknown which components were involved in the report, implantable neurostimulator (ins) or lead or other, unknown until surgery. It was noted to ask the manufacturer representative as to troubleshooting that was done to provide insight. There were high impedances and the unit turned on and off. A revision of the leads was planned. The event cause was not determined, not yet. It was unknown if it was device related.

Manufacturer narrative:
Concomitant medical devices: product ID: 3487a-33, lot# j0427678v, implanted: (B)(6) 2004, product type: lead. Product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n348224, implanted: (B)(6) 2013, product type: adapter. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).